Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred because the video communication could not be transmitted to the processor due to the damage to the cable. The damage to the cable is thought to be due to the handling of the user.. The contents of the instruction manual identify the following verbiage, which will prevent the phenomenon: "- do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. - never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. - never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The returned device was evaluated. Faulty cable unit causing no image was identified during repair inspection. Based on evaluation findings, the failure found was identified to be attributed to a faulty cable unit. The root cause of the faulty cable was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the camera needs a repair. The issue found during an unknown event. There are no other details provided regarding the reported event. There was no patient injury, no user injury reported due to the event.